Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a large endotracheal tube leak was identified, resulting in difficulty managing ventilation. At the time of reporting the tube remains in the patient.

Manufacturer narrative:
D9: 06-feb-2026. H3: one used unit was received for evaluation. As received, there are visible cracks on one of the attached y connectors. Functional testing was performed and no leakage was observed. A non-ICU device was connected to the 3.0mm trach tubing, and that device was noted to have a crack. Where or when this occurred is unknown. No device history record was reviewed since lot number was not provided. The reported issue was not confirmed, and a probable cause was not determined.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.